Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon burst. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending coronary artery. A 15mm x 3.0mm wolverine coronary cutting balloon was advanced for treatment. During the procedure, at second inflation, it was noted that the balloon burst at nominal pressure of 6atm for about 5 seconds. The device was removed without any problem using normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient fully recovered after the procedure.